Manufacturer narrative:
Correction to g2, health professional was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - brushing was not performed for biopsy port or suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the results of third party testing. The third party test results were inadvertenly omitted from the initial medwatch report. Olympus sent the subject device to a third party for culture testing where: sampling from: all channels, cfu: 3cfu, bacterial identification: micrococcaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 4 colony forming units (cfus) of pseudomonas aeruginosa, 1 cfus of klebsiella pneumoniae and 5 cfus of staphylococcus epidermidis. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no suspected patient infections due to the facility findings. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer uses anios clean detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anios clean detergent and brushes the instrument channel and the distal end/area around elevator. The customer uses asept in med brushes (reference: (B)(4)) the scope is manually disinfected with acid peracitique. For automated endoscope reprocessor (aer) treatment, a soluscope series 4 (new) machine is used with unspecified cln detergent and unspecified paa (disinfectant). The scope is stored horizontally in a surestore storage cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. The device was returned to olympus for evaluation and during the evaluation it was uncovered the connectors plug unit had damaged housing. It was also uncovered that the scope connector cover was corroded. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: distal end plastic cover, air/water cylinder, suction cylinder, and on the switch box unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.